Manufacturer narrative:
Alleged failure: "during the process of arthroscopic shoulder arthroplasty, the endoscope system lens suddenly went black and no image was visible, forcing the surgery to be paused. Restarting the system has not yet resolved the issue. Subsequently, another set of endoscopic system was replaced to complete the surgery. The device was repaired by a third party.". Probable root cause/s: product was not returned to stryker endoscopy. Based on the reported symptoms, reported issue can be caused by a number of electrical and/or mechanical issues affecting both the vpi and pinpoint camera and various connection points and electrical components between the two devices. Probable root cause remains unknown but can include the following: 1) damaged pinpoint camera cable. 2) electrical fault or loose connection with internal camera components. 3) damage to vpi connector cable socket. 4) damage and/or electrical fault to internal vpi components. 5) display malfunction. This complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.